Event description:
It was reported via a journal article that a patient underwent a lumpectomy procedure on (B)(6) 2010 and an absorbable hemostat was used on the sentinel lymph-node. The surgery was completed successfully. On (B)(6) 2010, the patient developed dermatitis around the area where where the absorbable hemostat was used. The doctor prescribed an external steroid and the patient was getting well. Additional information was requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of three medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2013-07410, 2210968-2013-07412 and medwatch 2210968-2013-07413. The same patient is represented in each medwatch.